Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) underinfused. It was further reported that approximately 10ml of solution was left 47 hours after initial connection. The device was filled with 4600mg fluorouracil in 115ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.